Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced ventricular fibrillation during hf sensor implantation procedure. Reportedly, the patient was defibrillated two times which resolved the issue. It was noted the patient is a clinical study patient and the adverse event is not related to the device but to the implant procedure.